Event description:
It was reported that a clearlink solution set was leaking from a crushed port. The nurse primed the line with normal saline then hung a bag of immune globulin. Fluid was then noted on the floor. It was not specified when the leak originally occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.